Event description:
A (B)(6) male underwent filter placement possibly in 2009. Images from 2009 show 1 leg fractured - may have been reported. The 3 legs are currently missing and have migrated to possible to heart, lungs and/or aorta. Secondary struts accounted for - 3 primary legs have fractured and migrated. Patient outcome is unknown as information was not provided.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). Further description of event has been requested. Brand name: most likely cook celect filter - however not confirmed. The investigation is in progress.